Event description:
It was reported that during a prostate procedure, fiber break was noted at 32,145j and 3:42 minutes of fiber use. The tip of the fiber was cleaned during the procedure. A second fiber was utilized to complete the case. The patient's condition following the procedure was reported as stable.

Manufacturer narrative:
Analysis of the returned device did not identified signs of breaks/fractures at the tip and along the fiber. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, and the aim beam was observed to be present at fiber output window as intended. Based on the device analysis, the product complaint "tip rupture" could not be confirmed. The observed glass cap devitrification, moderate detritus adhesion and minor scratch marks were determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.